Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cough, nasal/throat irritation and soreness. There was no medical intervention required by the patient. Based on information available at the time of this review, there is no allegation of any serious injury. The reported event of nasal/throat irritation and cough since 2019 that does not improve with medication was assessed as possibly related to the product problem with the device. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cough, nasal/throat irritation and soreness. The patient did receive medical intervention resulting in medications and a lung x-ray. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.